Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high blood urea nitrogen (bun) results on 24 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated and lower results were obtained. Amended reports were initiated on all patients. Patients treatment was not impacted by this event.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel a pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of intermittent stop key on the channel a. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with an intermittent stop key on the channel a pumphead module (phm) keypad was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel a phm keypad was replaced to correct this condition.